Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. The lead failed hi-pot test due to the inner insulation being abraded at suture tie to the lead body. An extraction suture tie mark was noted at 16.3 cm from the connector pin. The outer coil was noted kinked in this region. Destructive analysis found the inner insulation to be abraded under the suture tie region. The cause of the reported event was isolated to the abrasion found on the inner insulation.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-14239. It was reported that the patient presented for remote follow up via merlin.net with the right atrial lead exhibiting noise. The patient was scheduled for lead explant. During the procedure the physician noted that the right ventricular lead had an insulation break. Both leads were explanted and replaced. The patient was in stable condition.